Event description:
The reporter stated a cc4204bf collamer single piece lens was removed from the package and prior to loading, was inspected under magnification and a scratch was noted pericentrally on the lens. The lens was not inserted. The reporter stated it was unknown at what point the lens was scratched - upon removal of the lens from the vial or, if it was received scratched.

Manufacturer narrative:
Evaluation results - (other): visual inspection of the returned product found the lens optic torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the vent could not be determined.